Manufacturer narrative:
Eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
A download in 2008, revealed from a male pt revealed several "battery charger fault" flags. Further review of the pt record revealed that these occurred on the same battery. Support contacted the pt and left a message. The pt's nurse contacted the pt services representative (psr) in the same month, and stated that the pt is complaining that one of the battery is complaining that one of the battery packs will not hold a charge. Support sent the pt a replacement battery pack.